Event description:
The event is reported as: the customer that there was a crack on the top part of the adaptor.

Manufacturer narrative:
The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.